Manufacturer narrative:
Concomitant medical products: 2593209, 02-010-01-0350, logic femoral ps cem right sz 5; 2529337, 02-012-45-5040, lgc tibial fit tray cem sz 5f / 4t; 2362064, 200-02-41, three peg patella 41mm; 1720239, 204-34-04, fluted stem extension 40l x 14 mm; 2590555, 204-70-00, tibial stem ext. Screw. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a male patient, initial right knee implanted on (B)(6) 2013, underwent a revision procedure on (B)(6) 2014. The patient began experiencing pain and complications shortly after the implant, including component loosening of the device. The revising surgeon diagnosed the patient with a failed right total knee arthroplasty with instability (failure of the device). No device returning due to this being a legal case. No further information known.

Manufacturer narrative:
Added information to e3 and e4. H6: investigation results - the revision reported was likely the result of prosthesis wear and insufficient bonds between the implants and the bones which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear and insufficient bonds between the implants and the bones which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e. The reason for the revision reported cannot be confirmed from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear, instability, and loss of range of motion could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.